Event description:
A tiny fragment broke off from the laser during the laser portion of the procedure. Tiny fragment was seen in kidney at one point and at the end of the procedure it was no longer seen. (B) (4) confirmed that fragment was lasered and disintegrated. This was a reprocessed device intended to be reprocessed. The company that reprocesses is pri - (B) (4). Dates of use: reprocessed for 4th time. Diagnosis for reason for use: laser kidney stone.